Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center in bolton. As a result of the evaluation, the following was confirmed. There was no abnormality on the exterior and the inside of the device. The device was soak tested for 7 days, but the reported phenomenon was not reproduced. The reported event may have been caused by a loss of power to the device, since there was no problem with the device from the inspection result. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus but has not been returned yet. Therefore, olympus has not yet been able to investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the flexible ureteroscopy, the image was not displayed on the touch panel of the device and the touch panel was black. The user turned the device on and off, but could not resolve the issue. The procedure was canceled and postponed to tuesday, (B)(6) 2021. In addition, according to the photos provided by the user facility, the color bar was displayed on the monitor screen instead of the endoscopic image. There was no report of patient injury associated with the event. Also, there was no extension of the procedure that caused serious deterioration of the patient's health.